Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative on (B)(6) 2017 reported the patient¿s dose had been weaned down in anticipation of the pump and catheter explant on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the patient was having an MRI due to a problem with the device or therapy. Since the surgery 4 days ago ((B)(4) 2017), the patient has had severe headaches and this was the reason for the MRI. This was considered a gradual change in therapy/symptoms. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2017 regarding a patient who was receiving 26.7 mg/ml dilaudid at a dose of 13.337 mg/day and 355 mcg/ml clonidine at a dose of 177.33 mcg/day via an implantable pump for non-malignant pain and cervical/neck. It was reported that the patient developed a headache and pain at the pump site two days after replacement. It was stated that the environmental, external, or patient factors that may have led or contributed to the issue were that the patient has a chiari malformation of the brain. The pump was interrogated and the logs were read to confirm that the system was functional. The patient was hospitalized for several days after the pump replacement for elective replacement indicator (eri) due to the headache. A lumbar puncture was done and the results were negative and the patient was discharged home. The patient had their first refill on (B)(4) 2017 and noted significant amounts of fluid draining from the refill puncture site and increased soreness at the pump site. On (B)(4) 2017, the headache had increased and the patient was sent to the emergency room (ER). The labs drawn revealed elevated white blood cell count (wbcs) at 13.4, elevated c-reactive protein, and elevated sed rate (sedimentation rate). The pump site was still sore, but it was not draining. A MRI was ordered. The issue was not resolved and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available. The event date was stated as (B)(6) 2017. The pump was replaced on (B)(6) 2017. The patient activated boluses were 0.267 mg dilaudid for a total daily dose of 14.368 mg/day and 3.55 mcg clonidine for a total daily dose of 191.04 mcg/day. The estimated eri was 78 months. The patient had 87 successful activations, 89 lockout attempts, and 0 unsuccessful activations. There were no further complications reported or anticipated.